Event description:
An operator noted a loud noise emitted from the atellica decapper module used with the atellica sample handler prime. The operator stated that her hand was shocked by static electricity discharge from the atellica decapper waste bin while emptying the waste bucket. The operator required no medical attention beyond first aid. A traumatologist examined the operator after the incident and determined no skin injury. A general practice doctor also examined the operator, and the assessment concluded in tachycardia and noted the injured fingertips became white. There are no known reports of adverse health consequences due to the static electricity discharge that emitted from the atellica decapper module used with the atellica sample handler prime.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer noted that static electricity builds up in the atellica decapper waste bin. The customer stated no visible smoke or flames on the day of the event. There was no impact on patient testing and noted no delays in receiving patient results. A siemens customer service engineer (cse) was dispatched to the customer site. The siemens cse performed grounding checks on the atellica decapper and noted no issue. The customer's electrician verified the grounding of the power socket and was acceptable. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00033 on 04-feb-2022. Additional information (21-mar-2022): siemens reviewed the information provided and noted that static electricity is more of an environmental cause than system generated. The atellica sample handler prime system provides a path to ground and is tested during manufacturing to ensure system grounding. The plastic waste bin is an insulator material. No "grounding" around the bin will change or improve the path to ground. Siemens noted that maintaining appropriate humidity in the lab per the environmental specifications as laid out in section 4.3 "customer site requirements" of the atellica site survey (ldat-000.891.01.01.02 / 01.22) will reduce static buildup on clothing or other surfaces, especially in dry environments or dry seasons. Siemens inspected the atellica sample handler prime system and noted no issues. The reported behavior was not related to a lack of maintenance. Siemens identified no similar incidents and no systemic issue. The system operates as specified and requires no further evaluation. Siemens updated section d4 to include the serial number and h6 (investigation findings and investigation conclusions) to include new codes.